Event description:
Boston scientific crm received information that this cardiac resynchronization therapy (crt-d) reached storage mode. The patient presented to the emergency room with a heart rate of 32 beats per minute. Device end of life (eol) was determined ot have been declared with a monitoring voltage measurement of 2.15v. Tachy therapy had not been available as a result of patient election the prior year as the patient did not want to receive shocks. A temporary pacing wire was placed in order to provide therapy support until the changeout was completed.

Manufacturer narrative:
To date, information suggests that this medical device has been removed from service, but not yet returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.